Event description:
It was reported that during the implant attempt, the physician had difficulty placing the lead in the ventricle. It was also reported that no sensing was possible. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and the lead was stretched.